Manufacturer narrative:
Correction: h11 - the provide narrative/data should have included the following statement: the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-90a , UDI: (B)(4), serial: (B)(6), batch: 6853899. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of one lead. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information indicates x-ray imaging revealed migration of all leads. Additionally, surgical intervention was undertaken on (B)(6) 2025 wherein the leads were explanted and replaced address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.